Event description:
It was reported that the cartridge was not fitting properly on the pump, and the customer was unable to remove it, with part of the cartridge breaking off. There was no adverse impact to the customer¿s blood glucose level. After removing the case from the pump, the customer successfully removed the cartridge. Technical support identified damage to the guide rail on the pump and arranged for a replacement pump to be sent to the customer. The customer decided to keep the original pump, as it was not actually damaged, and confirmed it could be used normally. Customer continued to use the pump for insulin therapy and there was no damage to the housing.